Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, door latch sensor not detecting door open was reproduced as a system error 320. Visual inspection found that the upper latch switch was missing. . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be missing upper latch switch. Upper auxiliary replacement required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door latch sensor did not detect door open during programming/setup. There was no patient involvement. No additional information is available.